Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements prior to release. The reported event was confirmed as log files revealed an increase in power consumption was logged starting on (B)(6) 2016 outside of the normal operating range. The most likely root cause of the reported high power can be attributed to external factors such as thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility.  Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event.  Though the root cause of the reported event cannot be conclusively determined; there are patient and procedural factors that may have contributed to this event. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient presented to the hospital on (B)(6) 2016 with elevated lab values and pump parameters as detected in the controller log files. The medical team suspected thrombus.  The patient was subsequently treated with tissue plasminogen activator (actilyse 50 mg). The patient was discharged home on (B)(6) 2016. The last report received indicated that the patient is doing fine at home.  Of note, the patient's anticoagulation was reported to be controlled. No further information was provided.